Manufacturer narrative:
Product ID: 3889-28, lot# va0tkpx, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from a company representative reported that patient had discomfort with the lead and described shooting pains down the leg. It was indicated that the patient had an accident shortly after the old system was placed. The healthcare provider (hcp) revised the lead and replaced the battery. It was noted that the issue was resolved at time of the report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they met with the manufacturer representative (rep) and the health care professional (hcp). The patient was going to be following up with another appointment. The patient turned the implantable neurostimulator (ins) down and had been experiencing pelvic floor discomfort. They were told to gradually increase settings and they were in the process of this evaluation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0tkpx, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that there was pain and tingling/numbness. The troubleshooting/interventions performed were x-rays, physical therapy, and turning the stim off. X-rays were performed on 2015 (B)(6) and they were told that the system looked intact. There was not much difference with the stim off. The pain was slightly less intense. The patient had a motor vehicle accident on 2015 (B)(6) and a second accident on 2015 (B)(6). The patient was going to follow-up with their health care professional (hcp). There was pain in the left sacroiliac joint for the past 2 weeks and left hip for the past 3 weeks. There was also tingling/numbness in the left hand/fingers and both feet but mainly the left foot. This was over the past 3-4 weeks. Overall since the implant, the device had helped with urinary issues but not so much with the rectal. There were no changes since the motor vehicle accident. The device had not been checked because the hcp office did not have the equipment. The patient had an appointment on 2015 (B)(6). The indication-for-use (IFU) was bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.